Manufacturer narrative:
The field service engineer replaced the heat cut filter, gear pump head, vacuum pump head and checked the settings of the pipettes, washing stations, and ran a photometer check and blank cell. The investigation determined the service actions resolved the issue as no further issues were reported afterward. This event occurred in prt (B)(4).

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for one patient sample from the cobas 8000 c702 module. Sample 1 initial result was 15.1 mg/dl and the repeat result was 2.5 mg/dl. The repeat result from another cobas analyzer was 2.5 mg/dl. On (B)(6) 2021, sample 2 initial result was 6.2 mg/dl and the repeat result was 3.2 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 51562801 with an expiration date of 31-jan-2022.